Event description:
New information notes that the device was successfully reprogrammed. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received inappropriate therapies due to rapid ventricular response to atrial arrhythmia. Programming changes were recommended.